Event description:
The MFR received information alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's interface board was replaced to address this issue.